Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that this is the second blade to perform in this manner (previous 2017) and have to be replaced for the procedure to be completed. Neither blades have been retained for qa manufacturer review unfortunately. The pfna blade is not locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.027.034s, lot# l595834. Manufacturing location: bettlach, release to warehouse date: oct 04, 2017, expiration date: sep 01, 2027. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.